Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an osteoporotic compression fracture at t8 and was discharged 11 days post-op. Then, 34 days post-op, the patient reportedly "developed recurrence of pain". The pain was managed with conservative treatment with rest. According to the report, the patient outcome is unknown at this time "because of missed visits after the onset of the event". No other patient complications were reported.